Manufacturer narrative:
Received a 2.6f double lumen vascu-line catheter for evaluation. A visual inspection revealed no apparent damage or defect to the catheter. A functional analysis showed the catheter to leak around the cuff site. The device was forwarded to the engineer for evaluation . There were no visible hole noted on the catheter. A leak test confirmed the complaint of leaking around the cuff but no holes were noted. The supplier that extrudes the lumen reviewed their processes and tooling and found several possible contributing factors. While no definitive root cause could be determined, the supplier did make several changes in order to help minimize this type of occurrence.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.

Event description:
PICC flushed prior to putting inpatient, and it was seen to be leaking right at the cuff.